Manufacturer narrative:
H6: investigation summary. Bd had not received samples, but two (2) photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for pierced side with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® push button blood collection set failed to contain blood. The following information was provided by the initial reporter: "material no: 367342, batch no: 0301741. It was reported that the tubing is cut. There is a small cut in them which caused a safety event where blood got out. Lab brought this to our attention and is making a safety report. They found that most others in the same lot had this cut in them. Lot # 0301741."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® push button blood collection set failed to contain blood. The following information was provided by the initial reporter: "material no: 367342, batch no: 0301741. It was reported that the tubing is cut. There is a small cut in them which caused a safety event where blood got out. Lab brought this to our attention and is making a safety report. They found that most others in the same lot had this cut in them. Lot # 0301741."